Event description:
It was reported that the system 9800 booted with a precharge error. No adverse pt involvement was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Found batteries low. Replaced batteries and xray controller back up battery. The system was tested and found to be working as intended and placed back into service.